Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.

Event description:
It was reported that pump screen was cracked and shattered after pump was dropped, causing touchscreen to become unreadable and unresponsive. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy, and Technical Support arranged for replacement pump, instructed customer to place damaged pump in storage mode, reenter pump settings and reconnect CGM on replacement pump, and return damaged pump using prepaid label within 10 days.